Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a small, black particle floating in the bottom of the opaque chamber. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be defective raw material (chamber) which was purchased from an external supplier. In order to address this condition, a notification was sent to the supplier and additional visual inspections of incoming chambers was implemented. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light sensative drug set had particulate matter inside the set's chamber. The particulate matter was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.